Event description:
Medtronic (covidien) received report that during a procedure, a pipeline flex would not open. The device remained collapsed upon itself. There was no report of patient injury as a result of this event. The patient is reportedly doing well.

Manufacturer narrative:
The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The pushwire and pipeline flex were returned for evaluation without the microcatheter. The pipeline flex was not attached to the pushwire. The distal hypotube was found to be stretched. The distal and proximal ends of the pipeline flex were found fully opened with damaged braid. No other anomalies were observed. Based on evaluation of the returned device, the report that the pipeline flex did not open could not be confirmed. The cause for the experience reported could not be determined as the pipeline flex was returned fully opened with damaged braid. It is possible that the damage to the braid may have contributed to the reported issue subsequently causing failure to open. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. (B)(4).